Event description:
It was reported that the alarm led failed. The issue was found during set up, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit alarmed alarm led failed message on screen during set up. The remote support engineer (rse) advised the customer to check error log for code 1105 and test the unit to duplicate the complaint. If the error code is observed, the customer should replace the power switch overlay to correct the issue. The rse provided the customer with the part and price. During follow up, the customer reports power switch overlay was replaced, and the issue is resolved.